Event description:
The patient came in reporting instability 2 years and 1 month after the primary. The surgeon upsized the poly and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 23-aug-2024. Lot 2116902: (B)(4) items manufactured and released on 20-jan-2022. Expiration date: 2027-01-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.